Event description:
It was reported that the patient's ipg had migrated out of the pocket, causing the patient pain. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the pain has resolved.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.